Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the lcd touchscreen being black was confirmed. Ventec then downloaded the latest version of device software which resolved the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the likely root cause of the reported issue was the older device software version. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that its lcd touchscreen was black. There was no patient involvement associated with the reported event.